Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was about a month ago the patient met with a manufacturer representative (rep) who met them at the pain clinic and it took forever to get a half charge on the implantable neurostimulator (ins). The representative got it charged half and told the patient they should be ok until they got home. When the patient got home after the 30 minutes drive the ins was completely dead again. Patient noted they were getting ready to have an MRI and they talked to someone yesterday who said the implanted neurostimulator was not holding a charge. Pt said their ins was completely dead and pt inquired MRI information, agent reviewed guidelines. During call pt verified no damage to the insr antenna. Agent encouraged pt to try to charge the ins but pt said the ins battery was dead. Pt said the battery was not a 3rd of the charge for it was blinking off and on. Agent asked if pt could clarify their comments but pt said they got to figure it out and will call the main office for they were not getting nothing. Troubleshooting stopped as pt could not explain what icons they were seeing on the recharger. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.